Manufacturer narrative:
Gtin number for item (B)(4) lot 17087341 is 10885403227998. The customer¿s report of a leak above the male luer was not confirmed or replicated. No damages or any issues were observed with the set. Functional testing resulted in no leaking. The root cause was not identified.

Event description:
The customer reported that aminol leaked above the male luer when infusing. It was reported that the medication was leaking in the patient's bed for 2 hours. The event occurred on unit 9s. There was no report of patient harm.